Event description:
It was reported that a revision surgery was required due to the patient experiencing an allergic reaction. On (B)(6) 2013 the patient was originally treated for a distal tibia fracture. It was reported that on an unknown date that the patient experienced redness and swelling at the implant sight. The patient was reported to have previously been tested for unknown allergies; test results and date of tests are unknown. It was also noted that the patient has a soft tissue condition. The surgeon explanted (1) lcp anterolateral distal tibia plate, (2) lcp one-third tubular plates with collars, (9) 3.5 mm cortical screws and (6) 3.5 mm locking screws (part numbers of the screws are unknown). The procedure was completed successfully with no harm to patient and no reported delay in surgery. This report is for 6 locking screws unknown part and lot number. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 6 locking screws unknown part and lot number without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the 3.5mm lcp anterolateral distal tibia plate is routinely used in the 3.5mm lcp anterolateral distal tibia plates system (technique guide (B)(4)). The lcp one-third tubular plate is commonly used in the small fragment locking compression plate system ((B)(4)) including distal tibial fractures. The locking and cortical screws are determined to be for use in this system from the small fragment lcp set. The unknown screws are presumed to be 3.5mm self-tapping locking screws and 3.5mm cortex screws from the small fragment lcp set of indeterminate length. The devices were used in a surgery to insert a 3.5mm lcp anterolateral tibia system plate, and the technique guide indicates two different varieties of cortex screws for this procedure and only one family of locking screws. Each of the cortex screw head diameters were measured averaging 5.89±.05mm (gauge ca102) which is 5.9±0.1mm as per drawing (B)(4) which differentiates it from the 2.7mm cortex screws which measure 5mm at the screw head. The cortex screws also have a self-tapping tip differentiating them from the 4.0mm cancellous bone screws from the same set. The returned devices all show mild to moderate wear consistent with insertion and extraction. The devices were returned and reported to have caused an allergic reaction. This condition is unconfirmed; the devices are made of stainless steel so nickel content may have been a factor although it was reported that the patient suffers from another soft tissue disease. As described in document (B)(4), stainless steel products do contain nickel and nickel allergies can be common. Drawing numbers (B)(4) were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is possible that factors such as an unrelated condition or a nickel allergy could have led to this unconfirmed complaint, however, this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.this report is for eight unknown locking screws/unknown lots.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for eight unknown locking screws.